Event description:
A week or two after surgery the pt complained to the dr of some discomfort in shoulder and stated that the pt could palpate something foreign under the skin. The dr scheduled a second surgery and discovered that the orange inserter sheath of the device was left behind during the first surgery 2001.